Event description:
Documentation was received through the edwards implant patient registry indicating that approximately 3.2 years post tavr procedure, the patient had a 23mm sapien xt implanted within the first existing 23mm sapien valve.

Manufacturer narrative:
Additional information provided by the hospital source documents indicated that the patient had been implanted with a 23mm sapien valve four years prior via transapical approach. In addition, the patient had recently developed, over a few months, shortness of breath in relation to central leak noted with the valve. A decision was made to implant a second valve. A second 23mm sapien valve in valve procedure was successfully performed via transaortic approach. The patient was then transferred to the ICU in satisfactory condition with only trace pvl noted. A post deployment echocardiogram confirmed the position of the valve was in the correct position. Per the instructions for use (IFU), central regurgitation is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the reported central leak noted four years post tavr cannot be confirmed; however, it is possible that patient factors (significant history of underlying valve disease with previous aortic, mitral, and tricuspid valve replacements) could have caused or contributed to the deterioration of the thv over time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
(B)(6). Investigation is ongoing.